Manufacturer narrative:
The fse went on-site to test all products referenced in this report. Testing could not be completed because the transmitter involved in the complaint episode was in active use at the time of the visit. The device historical database was not provided, there is not enough information available to further investigate the reported issue, this record will be re-opened if additional information becomes available. This report is complete, and this issue is considered to be closed.

Event description:
Spacelabs received a report that on (B)(6) 2021 there was a failure to alarm for an asystole event involving a telemetry receiver module. No injury was reported with this event.